Event description:
Upon opening the col. Press "instant ice compress", according to manufacturers directions, the col pack "burst" spraying contents inside of pack into the eyes of the patient and also 2 employees. Proper procedures and first aid measures were taken to flush the eyes. All ice packs pulled, purchasing notified, who, in turn notified the manufacturer as well as the distributor. All unused packs were taken back by distributor and replaced with a different lot # of the same products. Tests were randomly conducted by staff to test for defects fo this new product. No problems noted then or since then. This continues to be monitored.device labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: inadequate quality assurance. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.